Event description:
It was reported that, patient complains of pain in groin, thigh, and knee, that is sometimes severe. Additional information reported via sales rep; it was reported that patient complained of hip pain, elevated cobalt levels and a pseudo tumor. Revised right rejuvenate hip.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there have been similar events for the reported lot. A voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices.